Event description:
It was reported that the patient was hospitalized due to elevated blood glucose and dka.

Manufacturer narrative:
A family member reported that the pump was exposed to extreme heat and sun for 4 hours during which time the patient did not receive insulin and consumed carbohydrates frequently. The elevated blood glucose and dka was resolved within about 8 hours after treatment of intravenous insulin and fluids. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.